Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion set cannula fell out again. Caller stated she used additional dressing and still the site fell out. Caller alleges the adhesive is defective. No adverse event reported. Requested return of the alleged device and replacement was sent.